Event description:
49 year old female readmitted with infected patch. No evidence to support whether device, hosp or patient caused infection. Patch was explanted with no further info received on additional complications.